Event description:
While the customer was using a part of an intraoral sensor system, they allege experiencing connectivity issues and image quality issues when an x-ray image was taken or an additional image was required. No injury was reported from the alleged event.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Usb 3 firmware v1.4 contains an issue in the portion of code used to optimize sensor performance. If the optimization occurs during an exposure or sensor readout, there is a chance that the resulting image will be corrupted. Image data following the point of corruption will consist of data that was previously held in the memory of the usb device. As a result, the presented image may contain a portion of data from a previous exposure. In general, this would be obvious to the user since the presented image would either contain obvious artifacts or different anatomy than expected. Field service evaluation- note (B)(6) 2026 , 17:18:58 , (B)(6). Further action further action ,(B)(6) 2026 3:12:45 pm (B)(6). Caller's full name: dr. (B)(6) caller's role: office. Warranty status: billing previously accepted: problem description: pc 4 image quality issue follow up from (B)(6) call. Troubleshooting description: sensor 2 I remoted into pc4 took test shots. A macro from tracker is being applied causing images to lose sharpness and brightness. Office will have to contact tracker solution description: office will contact tracker to turn off macro. Solution description (B)(6) 2026 , 14:45:41 , (B)(6). Solution description: no issues with connectivity at time of call. Sensor and usb are recognized usb firmware also up to date. Only the sensor connection has issues provided them part number: 100007220 as requested. Note (B)(6) 2026 , 11:09:41 , (B)(6). Additional information checked with (B)(6), no injuries reported by the practice, closing ticket.